Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no moisture damage found on the electronics, motor, vibrator, and battery tube assembly during visual inspection. Insulin pump received with intermittent button response due to corrosion on keypad traces. No button error alarms noted during testing. Insulin pump had a crack on the lcd display window corners, minor scratches on lcd display window, cracks on the reservoir tube lip and scratches on the reservoir tube window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after the customer was out in the rain. His blood glucose level was 149 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.